Manufacturer narrative:
Check valve.

Event description:
The customer reported the ventilator failed pre-operational extended self testing (est). The facility biomedical engineer reported the expiratory flow rate was reading high. Upon inspection, the biomedical engineer observed the body of the exhalation non-rebreathing check valve was separated from the outer ring and lodged in the exhalation flow sensor. Check valve damage as noted may result in blocked airflow through the gas path of the assembly. The biomedical engineer replaced the check valve to address the reported problem.